Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the bd 18g indwelling needle was punctured, the patient's blood was leaked from the cap after the cap was withdrawn".

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the cap. The following information was provided by the initial reporter, translated from chinese to english: "when the bd 18g indwelling needle was punctured, the patient's blood was leaked from the cap after the cap was withdrawn".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the video submitted for evaluation. Bd received one video displaying an 18g bd nexiva closed IV catheter system-in placed at an injection site. During the visual examination of the video, it was observed that leakage appeared to occur from the secondary septum confirming the reported defect. Further evaluation revealed that the primary septum was misplaced. This type of defect can occur during manufacturing. A device history record review was performed for this batch. H3 other text : see h10.